Event description:
It was reported that there was a shocking or jolting sensation. The reporter stated that the patient complained of a "grabbing" sensation shooting down the right leg with activity, and occasionally spontaneously without movement. It was noted that this had occurred since a lead revision, and the sensation only occurred when stimulation was on. Troubleshooting was performed. The reporter stated that impedance was out of range and over 10,000 for electrode #1, which was not used by the current program. The rate was lowered to 40, and the patient was able to bend forward and touch their toes without jolting, which had previously resulted in jolting. It was reported that the top of the battery was more superficial than the bottom of the battery, and was pressing out against the skin. The patient's doctor planned a pocket revision. It was noted that there was no injury or adverse event to the patient. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n318349, implanted: (B)(6) 2012, product type screening device. (B)(4).

Event description:
Additional information received reported that a pocket revision was planned by the physician, but the patient requested that the device be removed. The whole system was removed on (B)(6) 2012. It was noted that this was the patient's decision; they did not believe they were getting enough benefit to outweigh the "challenge of having the implanted system". The patient had a follow-up appointment on (B)(6) 2013, but there were no notes about the appointment provided. No further information was provided.